Event description:
According to the reporter, intra-operatively, the portion of the tube, once placed in place, tends to rise together with the cuff, coming out of the vocal cords. The seal of the tube was thus lost, causing a substantial loss of ventilation of the patient. The issue was not easily identifiable because the part of the tube that protrudes from the buccal rim does not show any sign of displacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.